Manufacturer narrative:
The handpiece and consumables will not be returned for evaluation. A review of the device history record found that the serial number of the handpiece met all physical and functional requirements. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
The user facility in the (B)(6) reported that an orange particle was found in the patient''s eye. The procedure was extended but how long was unknown since not timed. There was no additional anesthesia required and surgery was completed with no patient impact or clinical consequences.